Event description:
A call to technical services was made on (B)(6)2013 stating that this lead was attempted for implant on the day of the call but was not successfully implanted due to patient's anatomy. There were no other issues other than the patient was very sick. The physician was dr.(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).